Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they were in pool and insulin pump was exposed to moisture. Customer stated that the display was not blank less than 30 seconds and did not return. The customer reported that insert battery alarm displayed on the insulin pump screen. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, partial display, critical pump error (open book image) alarm and exposure to moisture found on dec 21, 2021. Pump was received with a blank display. Unable to verify partial display, critical pump error (open book image) alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was also found on the pcba 2, force sensor, motor assembly, vibrator assembly and battery tube assembly noted. Unable to generate power management graph due to blank display. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case, a serial number label fading and a broken belt clip rails. Unable to verify partial display and critical pump error (open book image) alarm due to blank display. Unable to download firmware, history files and traces using thus due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba1. During visual inspection, corrosion was also found on the pcba 2, force sensor, motor assembly, vibrator assembly and battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.